Event description:
It was reported that surgical intervention was scheduled for the patient to receive an ipg replacement for an unknown reason.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
The event of an unknown scheduled ipg replacement was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.